Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator and right ventricular (rv) lead underwent mitral valve replacement surgery in which noise and oversensing were observed. Boston scientific technical services (ts) noted the noise was from electrocautery. Anti-tachycardia pacing (atp) was inappropriately provided to the patient. The device charged 4 times and did not reconfirm. A code 1006 was displayed which is indicative of high voltage has been detected on leads during a charge. A request was made to have data from this device analyzed. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the device appeared to be operating normally after the leakage on lead fault. The capacitor charge time and manual shock lead impedance was normal. Additional information is being requested from the field. The lead remains in service. No adverse patient effects were reported.